Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes after the patient with this implantable cardioverter defibrillator (ICD) was admitted to the intensive care unit (ICU). Technical services (ts) reviewed a ventricular fibrillation (vf) episode and observed multiple appropriate anti-tachycardia pacing (atp) bursts and shocks. However, ts noted the device exhibited conversion challenges during vf, until ultimately the rhythm was converted, and undersensing following shock delivery. Reprogramming recommendations were provided. No adverse patient effects were reported. This ICD remains in service.